Event description:
Patient had a shiley size 8 cuffed trach placed on (B)(6) 2022. Two days following trach placement, a leak in the trach was discovered resulting in decreased airflow for the patient requiring a trach tube replacement. An underwater seal test performed on the original trach tube revealed a leak at the widest part of the anterior side of the trach cuff.